Event description:
It was reported that during a sigmoidectomy procedure, the clip would not feed into the jaw during use. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Broken cam, malformed clip the analysis results of the el5ml found that it was received with one malformed clip with tissue present inside a sample bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the first firing sequence, one cam ramp broke. Therefore, no testing could be performed to evaluate the event reported. The remaining clips were ejected due to the condition of the cam; however, this finding is not related to the incident reported. The final quality release criteria were met before this batch was released for distribution.